Event description:
The (B)(4) catheter was used to treat a total occlusion in the anterior tibial vessel. Following atherectomy, the catheter was removed in order to perform angioplasty. Afterwards, the physician attempted to use the (B)(4) catheter again and noticed resistance while attempting to load the catheter over the guidewire. The physician decided not to use the catheter and removed it. An angiogram was performed to verify the procedure and it was observed that the distal tip of the wire had separated inside the distal tibial vessel. The physician attempted to remove the separated piece but ultimately decided to leave it in place since the flow did not seem obstructed.

Manufacturer narrative:
(B)(4). The lhr for the catheter was reviewed and no deviations or nonconformities were noted. The catheter was not returned for evaluation. However, a site visit was performed on (B)(6) 2015 to gather additional information. It was learned that the device was used in de-bulking two tibial vessels successfully. When attempting to treat a third vessel, the physician encountered resistance when feeding the catheter over the guidewire and activated the handle with the catheter outside the body in order to counter the resistance. The complaint investigation indicates that the guidewire was not locked with a torque device. If the guidewire is not properly secured, friction between the catheter and guidewire can cause the guidewire to rotate, eventually leading to guidewire damage. The catheter also was not flushed between runs, causing increased friction between the catheter and guidewire. Per the IFU, the guidewire should be secured at the proximal end and flushed with saline prior to each use. Additionally, the physician attempted to advance against resistance, which is contraindicated. We will continue to monitor complaints for this failure mode via our standard complaint review process and data-trending activities.